Manufacturer narrative:
(B)(6) 2020 - lead was capped (B)(6) 2020. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise was seen on this lead during pocket manipulation. Lead remains implanted. Should additional information become available, this report will be updated.